Event description:
It was reported that during the laparoscopic hepatectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2204. D4: batch # 687c77. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. While we have no reason to believe this contributed to the reported event, it should be noted that the reload returned appears to have been used after the expiration date. Device history review: a manufacturing record evaluation was performed for the finished device batch number 687c77, and no non-conformances were identified.